Manufacturer narrative:
(B)(4). Batch # p92168. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, after twenty minutes from the beginning of the procedure, with ten activations, the tissue pad detached totally. A second like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # p92168. The device was returned with the tissue pad detached. The detached tissue pad was not returned with the device. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.